Event description:
During preventive maintenance, the company rep observed that the unit failed to the safety disk leak test. No pt was involved.

Manufacturer narrative:
The company rep replaced the safety disk assembly (part number 0997-00-0985-01) and the condensate removal module (crm) (part number 0997-00-0986-01). The company rep also replaced autofill luer fitting (part number 0103-00-0398-01). The fitting (part number 0103-00-0398-01). The company rep performed preventive maintenance, calibration, functional tests and safety checks. The unit met factory specs and was returned to the customer. (B)(4).